Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radicular pain syndrome. It was reported that the ins doesn't hold a charge like it used to. The patient mentioned she has more arthritis in her back and "you name it I have it." The patient mentioned she has been manually changing programming as needed. The patient was directed to follow up with her healthcare provider (hcp) to troubleshoot. No further complications were reported.